Event description:
Physician called to notify company concerning a pt with a urethro-rectal fistula one month after tumt. Pt treated on march 10, 2000. Given anesthesia and tumt 2.5. Site reported that both visual and ultrasound checks were performed. Physician states that pt now has spongy necrotic prostatic urethra with foley retention catheter in place.